Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got power loss alarm on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed for power loss alarm. Customer stated that they did get power loss alarm after inserting new battery. Advised customer to revert to their back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance j6 /pcb 1.